Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support; unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was unknown. It was also reported insulin was squirting out of the insulin pump during a manual prime. The customer also reported insulin continued to drip after the motor stops during the manual prime process. The customer was also unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.